Event description:
The customer reported that they were received a control panel error message and a touch screen error message on bootup. Rebooting the system 3 times cleared the error. The touch panel error message is still present. No patient injury was reported.

Manufacturer narrative:
The service rep ordered touch screen assembly. Will install upon part arrival. Unit ok to use. The rep replaced touch screen assembly. Tested the new array from assuring that every selection on the touch monitor operated properly and there were no touch screen failure messages on bootup. Couldn't reproduce control panel error. Suggest that if the problem reoccurs, the interconnect cable should be changed. Checked and assured that the system was operating according to manufactures specs. Unit working as intended.